Event description:
The cardiologist attempted arteriotomy closure with a techstar xl 6 fr pvs device. One needle presented outside the barrel. Needle back down was not successful. The pt was taken for surgical removal of the device. Surgery was successful and the pt was doing fine. Reportedly, there was no explanation from the field for the needle miss. The pt had no calcification of the artery and deployment forces were not high. The suspect device was returned to the MFR for evaluation.